Manufacturer narrative:
(B)(4). The manufactured listed as CT medical. Manufacturer has been corrected to (B)(4).

Event description:
Potential for injury associated with an l-3r scooter working intermittently. This event causes the possibility for the user to become stranded.